Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the emerge balloon catheter in two pieces. The balloon, tip, shafts, hypotube, bond and catheter length were microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There were numerous kinks throughout the hypotube and shaft of the device. There was a complete hypotube separation 76.5cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jun-2017. It was reported that crossing difficulties were encountered. The 90% stenosed, 80% muscle bridge of high pressure target lesion was located in the proximal left anterior descending artery (lad). A 2.00mm x 15mm emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the shaft broke during advancing. The device was completely removed from the patient.